Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data were analyzed thoroughly. The analysis revealed that the pacemaker switched into the safety backup mode on (B)(6) 2020 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. The ability of the device to deliver therapies is not affected by the safety mechanism. Please note, in the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. The available data showed that the battery of this pacemaker is depleted, in which case a re-initialization request is not provided on the programmer. The battery status is anticipated based on the current consumption with safety backup mode parameters since october 2020. There is no indication of a device malfunction or an early battery depletion. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation resulted from the safety backup mode activation due to the detection of an invalid memory content.

Event description:
After an implantation period of approx. 54 months, a loss of capture was observed during interrogation. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The pacemaker was returned and analyzed. Initial interrogation revealed that the pacemaker was working in the safety backup mode. The returned data and the memory content of the pacemaker were analyzed thoroughly. The analysis revealed that the pacemaker switched into the safety backup mode on october 27, 2020 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Please note, in the safety backup mode, to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. Due to the battery depletion, a re-initialization request was not provided by the programmer. This represents a normal behavior. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. The battery status was anticipated.